Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the initial implant of a birurcated device and a suprarenal the patient developed an endoleak. The physician elected to correct the endoleak by implanting a competitor stent (palmaz). The final angio showed no leaks. The patient was reported to be doing fine post procedure.

Manufacturer narrative:
Based upon the clinical evaluation, an endoleak was identified, but the source of the endoleak was not able to be established. Suboptimal medical documentation and adequate imaging studies were available for this review. Product use was incongruent with the IFU due to the 17 mm conical neck with a diameter change of ~ 30%. This anatomy might have contributed to the right proximal endoleak. Immediately post implant, there was evidence to support: a type ii endoleak, most likely from the ima, and, a right proximal endoleak that was perceived as a type iiia. After a bare metal stent was placed, the endoleak persisted. As before, there was a heavy concentration of contrast seen above the superior stent margin of the bifurcated stent, mostly observed on the right side. A type iiib of the cuff, a type ia or persistent iiia endoleak could not be excluded. Therefore, that endoleak will be classified as an unknown endoleak. The patient was discharged on the first post-operative day. The final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified because the clinical review was inconclusive related to the type of endoleak(s) that was present.